Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the entire lead did not reveal any anomalies.

Event description:
There were several episodes of high pacing lead impedance on the right ventricular (rv) channel. The rv lead was explanted and replaced and the patient was stable.